Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "laminar seromas on right". The device has been explanted and replaced with another manufacturer's device. The capsule was sent for pathological.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/jul/2024. Correction to g.6. Follow-up number of emdr submitted on 16/sep/2024. Follow-up number should have been listed as 3.

Event description:
Healthcare professional reported "laminar seromas on right". The device has been explanted and replaced with another manufacturer's device. The capsule was sent for pathological testing.

Event description:
Healthcare professional reported "laminar seromas on right". The device has been explanted and replaced with another manufacturer's device. The capsule was sent for pathological testing.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 2705056 and catalog number tsf-385. Seroma-late-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "laminar seromas on right". The device has been explanted and replaced with another manufacturer's device. The capsule was sent for pathological testing.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental emdr-39816. Aware date should have been listed as 06jul2024. . Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe since it is not related to the device.